Event description:
It was reported that a user experienced multiple hypoglycemic episodes after announcing meals while glucose was elevated, leading to insulin stacking and subsequent lows; logs showed lows to 69 mg/dl, 54 mg/dl, and 57 mg/dl, with a preceding hyperglycemic value of 329 mg/dl, and the user treated lows with oral glucose as instructed. Customer care provided support that included review of device-generated reports and consultation for education on best practices for meal announcements. Investigation of this case revealed that meal announcements were entered at inappropriate times following hyperglycemia, which contributed to excess insulin delivery and a roller coaster pattern in glucose levels; no device malfunction or component failure was identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of normal activities to treat lows without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to timing of meal announcements leading to insulin stacking.